Event description:
The event is reported as: the stapler is jamming. No pt injury reported.

Manufacturer narrative:
Sample has been returned to manufacturer. Investigation is incomplete at time of this report. A follow-up report will be sent when completed.